Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during blood gas collection, it was found that there was no negative pressure on the blood needle, it caused pain to the patient. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D4 - lot number, d4 - expiration date, h4 - device mfg date and h6. Codes: updated.no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.